Event description:
It was reported that the hand piece had an unk problem. There was no patient consequence reported. Tested the device and received error 3 with a test tip and test button.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was dissembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history were reviewed with no anomalies noted during the manufacturing process.